Manufacturer narrative:
Curonix chief medical officer noted the reported issue could occur when trying to put the stylet back into the introducer without it being straight. The cause of the yellow introducer splitting is due to user error. The stimulator is used to treat pain. The cause of the reported issue is due to severe force or bending during implantation as the stylet was put into the introducer without it being straight (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issues will continue to be tracked and trended.

Event description:
During the trial implant procedure, the yellow introducer split in half inside of the patient's skin. The implanting clinician was able to safely remove the half that was stuck under the patient's skin and the procedure was completed using a coude needle. The patient is doing well and will be moving forward with a permanent implant procedure.